Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization for high blood glucose on (B)(6) 2014 at 4 am. Blood glucose reading was too high to read. The customer had body cramps prior to the hospitalization. Customer was not wearing the insulin pump at the time of the hospitalization. The customer could not get the insulin pump to work and had been off of it since (B)(6) 2014. The customer had treated with manual injections prior to the hospitalization. Troubleshooting was performed. The customer mentioned the insulin pump alarmed for battery out limit on the day of the hospitalization. Advised that a replacement battery cap will be sent out and to monitor the insulin pump. Assisted the customer with rewinding the insulin pump. Nothing further reported.